Event description:
Customer reportedly received result of 31.0 mmol/l on the mobile system and result of 14 or 15 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Strips not available for return.

Manufacturer narrative:
The event occurred in (B)(6). Reference medwatch report (B)(6) for the suspect device used in the mobile system. Strips not available for return.